Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump was not delivering insulin and occlusion alerts occurred after infusion set changes while the user was on contact detach infusion sets. Symptoms included hyperglycemia with blood glucose reported at 346 mg/dl and trending down after discontinuation of pump therapy. Outcomes included discontinuation of pump use and transition to subcutaneous insulin via pen, with guidance to replace infusion supplies and ensure adequate time since the last injection before resuming pump delivery. Investigation included review of device logs and troubleshooting education with instructions for a full set change. Investigation of this case revealed an insulin flow obstruction consistent with an infusion set occlusion that resolved after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion.